Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a health care provider (hcp) and a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. The patient was having an MRI due to a problem with the device or therapy. The patient was having an MRI to rule out a granuloma. There was no further symptoms/history reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.